Event description:
It was reported that the patients skin that covers the suretek burr hole cover was not healing properly. This has been an ongoing issue. Please previous procedure report number 3006630150-2019-05458, 3006630150-2020-01827, 3006630150-2020-01870 and 3006630150-2020-01869. The patient reported that she did not follow her physicians post-operative instructions protocol of washing her scalp wounds daily. The physician cleaned the wound and re-sutured the site. There were no products implanted or explanted.

Event description:
It was reported that the patients skin that covers the suretek burr hole cover was not healing properly. This has been an ongoing issue. Please previous procedure report number 3006630150-2019-05458, 3006630150-2020-01827, 3006630150-2020-01870 and 3006630150-2020-01869. The patient reported that she did not follow her physicians post-operative instructions protocol of washing her scalp wounds daily. The physician cleaned the wound and re-sutured the site. There were no products implanted or explanted.